Manufacturer narrative:
(B)(4). The system was removed from service and the amplifier was returned to natus for evaluation. The evaluation found no problems with the amplifier. A natus field service technician is going on site to evaluate the system.

Event description:
Eeg brain test; waves appeared flat, in reality they were not flat.

Manufacturer narrative:
Follow up report for 3010611950-2018-00001. Reference (B)(4) for complaint, (B)(4) for onsite information. MDR follow up: field service went on site and evaluated the system and found that the headbox had intermittent inputs. The headbox was replaced. A clinical representative reviewed the onsite information and stated that in these types of situations, eeg is not the only factor considered. Many other tests would be conducted including a thorough neuro exam.

Event description:
Eeg brain test; waves appeared flat, in reality they were not flat.